Event description:
This event was reported as endocarditis and what appears to be a spirochetal infection. This has not been confirmed as blood cultures did not grow anything. Pt had fever, chills fall 2000 and was admitted to hosp oct 2000 with a stroke. Had a neurological deficit. Was thought to have a seizure, was reiters syndrome with a slight temp of 100.6. Had endarectomy, no fever, but had elevated white blood count. No further info was provided.